Manufacturer narrative:
Additional information: the stent was retracted again and removed safely from the patient. No intervention was required for removal of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a protege rx carotid stent was used during a carotid artery procedure for a 60% stenosis with a moderately calcified, moderately tortuous calcified lesion in the common carotid artery, with embolic protection used (6 mm embolic protection device) and lesion pre-dilation performed with a 4 mm standard balloon. After the stent was positioned and deployment was initiated, the external delivery system fractured when approximately one-third of the stent had been released. The stent could not be opened and initially could not be retrieved/removed, and multiple unsuccessful attempts were made to open the stent. The fractured point was then cut to expose the release system, the stent was retracted, and the stent was redeployed with successful completion of deployment. The patient remained alive with no injury, and no patient symptoms or complications were reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.